Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male was implanted with an impella cp device for mechanical circulatory support. While on impella cp support, the ¿impella stopped - motor current high¿ alarm was triggered, the impella was restarted three times but was unsuccessful. The physician was made aware that impella would not be able to assist with cardioplegia delivery unless clamp was repositioned. Once cross clamp was removed, flows were able to be increased without the ¿impella alarm,¿ however, after trying to increase flow above p2 the impella alarmed continuous suction alarms. Transesophageal echocardiography (tee) was performed and the impella cp noted to be very shallow and stuck in papillary. The pump was repositioned, and flows were then able to be increased.